Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reax0101 showed one other similar product complaints from this lot number.

Event description:
It was reported that a chemo patient had a groshong 5fr inserted on (B)(6) 2018. It was replaced on (B)(6) 2018 due to a leak. The leak occurred during saline/heparin flush after a successful chemo treatment. The leak was about 3-4mm from the hub, going towards "the bung." There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause was determined to be use related. The product returned for evaluation was a 5fr d/l groshong nxt PICC. The sample contained usage residue on the extension legs and white luer hub and was returned with a suture wing and two blue luer caps. Gross visual evaluation did not reveal the location of the leak. Functional testing was conducted using water and a 12ml syringe and a spraying pinhole leak was observed near the 47cm depth marker. Microscopic examination of this area revealed a 0.5mm, longitudinally-aligned, split in the catheter tubing. The damage site was very course and tapered inwards, being more severe near the catheter exterior. Further examination of the fracture area revealed abrasive wear circumferentially around the split site in a band approximately 1cm in width. A depression in the catheter was seen near the split site and was of a similar length as the split. The complainant had indicated that the catheter was implanted for several weeks and it was likely that the damage would have been noticed if it had existed prior to implantation. The damage characteristics were indicative of material wear against another object, which likely occurred during use. No potential manufacture related deficiency was observed. A lot history review (lhr) of reax0101 showed one other similar product complaints from this lot number.

Event description:
It was reported that a chemo patient had a groshong 5fr inserted on (B)(6) 2018. It was replaced on (B)(6) 2018 due to a leak. The leak occurred during saline/heparin flush after a successful chemo treatment. The leak was about 3-4mm from the hub, going towards "the bung." There was no reported patient injury.